Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the electrode tip and helix found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement and perforation of the heart wall.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged and perforated the heart wall. The perforation was confirmed via a computed tomography (CT) scan. The patient also had cardiac effusion. The ra lead was explanted and replaced. No additional adverse patient effects were reported.